Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) was unable to communicate with a monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (will not communicate with monitor) has been confirmed. As received, the belt failed incoming testing. Upon evaluation, there was an open along the orange (+5v) wire of the trunk cable. The cause of the inability to communicate is the open wire. The root cause of the open wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the defective belt.